Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. The customer declined loading a new cartridge onto the pump to address the issue. Customer¿s blood glucose level was 175 mg/dl.